Manufacturer narrative:
The reported set screw anomaly was not confirmed in the laboratory. Test leads were able to be inserted and secured normally.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that set screws were difficult to loosen during a device change out. No further information is available.